Event description:
It was reported that the right ventricular lead exhibited noise, high capture threshold (5v at 1.0 ms) that lead to inappropriate detection of ventricular tachycardia/ ventricular fibrillation and shock. On (B)(6) 2024, the lead was capped and replaced. The patient remained in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).